Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
On the (B)(6) 2020: this patient underwent a ascend flex reverse surgery on the right shoulder . After surgery, on (B)(6) 2021, she had a medical check up and a bone fracture was confirmed on the affected part. The patient fall was the cause. The revision was initially scheduled for around (B)(6) 2021 for long stem replacement. But the revision surgery was performed on (B)(6). There was no removal or replacement of the implant, and the surgery was completed with osteosynthesis by fixation using a plate and cable from another company.

Manufacturer narrative:
The reported event that could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. More information as well as the affected device must be available in order to determine the exact root cause of the failure. If any information is provided, the investigation report will be updated. A review of the labeling did not indicate any abnormalities. H3 other text : device remains implanted.

Event description:
On the (B)(6) 2020: this patient underwent a ascend flex reverse surgery on the right shoulder . After surgery, on (B)(6) 2021, she had a medical check up and a bone fracture was confirmed on the affected part. The patient fall was the cause. The revision was initialy scheduled for around (B)(6), 2021 for long stem replacement. But the revision surgery was performed on (B)(6) . There was no removal or replacement of the implant, and the surgery was completed with osteosynthesis by fixation using a plate and cable from another company.